Manufacturer narrative:
The account found the foot tray cover had a hole in it and needed to be replaced. The account replaced the foot tray cover to resolve the issue. The patient scraped the top of her left foot and fractured her left humerus due to this incident. The patient required no treatment for the scrape, but has been seen by orthopedics three times for the fracture. The reported injury is serious in nature per FDA definition. According to the sabina ii instruction guide, care and maintenance: for trouble-free use, certain details should be checked each day the lift is used: inspect the lift and check to make sure that there is no external damage. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lift. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the patient stepped in a hole on the foot tray cover causing her to loose her balance and fall. The patient sustained a scrape on the top of her left foot and a fracture to the left humerus. The lift was located at the account. This report was filed in our complaint handling system as (B)(4).